Event description:
It was reported that a physician trained in the use of starclose se device attempted arteriotomy closure at the right common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, the sheath began to "bunch up" at the tissue tract. The physician using a hemostat to manipulate the device, resulted in the starclose se device losing vessel access. It was also noted that the locator wings were open and appeared to be "mangled". Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) - a hemostat was used to manipulate the device. (B)(4). The device was received. Investigation is not yet complete.